Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 436 mg/dl. The patient did not contact their health care provider of high blood glucose. The patient was treated with bolus. The patient does feel okay to troubleshoot. The patient was advised to disconnect from the insulin pump. The troubleshooting was performed. The patient was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The customer was advised and directed to additional resources available on our website.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.